Manufacturer narrative:
The reported events were unable to implant and ¿lead became stuck in tricuspid valve¿ a complete lead was return in one piece. Visual, x-ray inspection and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to implant. Furthermore, the rv leas was stuck in the tricuspid valve. The rv lead was removed and replaced and the procedure continued with the new lead on 10 jul 2023. The patient was stable throughout the procedure.